Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery spatula instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer observed a cautery issue with the permanent cautery spatula instrument. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the cautery wire was broken, which led to no energy being delivered during its use. Despite the broken wire, there were no observations of arcing during the surgery, nor was there any thermal damage noted on the instrument. The ¿cautery issue¿ was due to the broken cable, which caused no energy delivered.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was connected to the integrated electrosurgical unit (iesu) or erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on an in-house system and passed the energy delivery test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.